Event description:
A non-healthcare professional reported that following a cataract extraction with an intraocular lens (iol) implant procedure, patient experienced blurry vision close up, mid range and for distance. They could only get him to 20/40 vision with a hard lens over it. Lens did not work for him and not corrected by glasses. Hence lens was replaced with another lens in a secondary procedure. He could see much better as of now. Additional information was received stating unsatisfactory ucva. As per surgeon¿s opinion, product optics and patient history of lasik caused the event.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).